Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high, out of range pacing impedances and no capture at max outputs. A lead revision procedure was performed. The lead was fractured due to subclavian crush. The majority of the lead was removed. The cathode remains in the patient's coronary sinus. No adverse patient effects were reported. A request for the return of the lead has been made.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.